Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethral sling procedure. According to the complainant, during the procedure, there was an unintended release of the carrier from the shaft assembly. The entire device was removed and the procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "okay".